Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 2); an additional emdr will be submitted to represent the bard/davol perfix plug (device 1). The patient's attorney made no allegation related to the bard/davol ventralex. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex and an unspecified bard/davol perfix plug (device 1). On (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed that there was no adverse event or medical/surgical intervention associated to perfix plug implanted to treat the patient's right recurrent inguinal hernia. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents perfix plug (device #3). An additional supplemental emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex and an unspecified bard/davol perfix plug (device 1). (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the perfix plug (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right direct inguinal hernia and umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1) and perfix plug (device #2). Per operative notes, ¿the umbilical hernia sac was removed. A medium ventralex mesh (device #1) was inserted with leaflets holding against the abdominal wall and secured in position with sutures. The direct right inguinal hernia was reduced on the right lower quadrant and a perfix plug (device #2) was secured in position with sutures.¿ (B)(6) 2014 - patient was diagnosed with right recurrent inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, ¿the direct hernia was dissected away from the cord structures and reduced. The old mesh plug (device #2) was removed. An extra-large perfix plug (device #3) was used to plug the hernia defect in position and sutured.¿ attorney alleged that the patient had pain, recurrent hernia and dissection of hernia away from the cord structures.